Event description:
Surgeon inserted chest tube catheter for pneumothorax. After insertion, recovery room staff noted that catheter was leaking and cracked. Catheter was clamped; the surgeon inserted a second catheter 2 days later. Again nursing staff noted leakage. Manufacturer was notified.